Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 1627487-2022-00991, 3006705815-2022-01293. During ipg replacement (1627487-2022-00991), intra-op impedances indicated high impedances one of the patient's leads. As a result, the lead was explanted and replaced to address the issue. Reportedly, therapy was restored post-operatively. It is unknown which lead is related to the issue. Therefore both leads are being reported.